Manufacturer narrative:
(B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, medwatch mw5095617, patient reported, I was implanted with mesh for a pelvic prolapse, it was sacrocolpopexy mesh and a sub urethral sling. About 7 weeks post op I had lots of vaginal discharge, uti symptoms, yeast infections, rashes, pain at the urethra, deep vaginal pain, painful intercourse, change in bowel habits, urinate urgency, frequency, retention. I then had a total removal. I traveled 30 hours away from my home state for this removal.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the restorelle y mesh was implanted on (B)(6) 2020 and removed on (B)(6) 2020. The information received indicated that at approximately seven weeks post-op, the patient experienced lots of vaginal discharge, uti symptoms, yeast infections, rashes, pain at the urethra, deep vaginal pain, painful intercourse, change in bowel habits, urinate urgency, frequency, retention. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of lots of vaginal discharge, uti symptoms, yeast infections, rashes, pain at the urethra, deep vaginal pain, painful intercourse, change in bowel habits, urinate urgency, frequency, retention, quality accepts the physician¿s observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. However, as no lot number was provided, a review of the complaint history database, non-conformances and capas could not be completed.